Event description:
It was initially reported to MFR that the distributor found a bad electrical contact of the cable that connected the ac adapter with the handheld computer, but clear specifics were not immediately available. At the time of the report, the serial cable issue was first thought to be due to the distributor's aggressive receiving inspection technique as evident via video footage of this inspection provided by the distributor. The video also revealed that when the power cable was moved, there was an intermittent connection causing the screen lighting to intermittently dim and lighten up. The info initially available from the distributor is reported in MFR report number 1644487-2010-01698. Product analysis of this returned handheld computer resulted in no anomalies associated with the ac adapter. Continuity testing was able to identify an intermittent negative electrical connection in the power supply portion of the (B)(4) serial cable. The cause for the open connection is associated with the serial cable plug leaf spring not making contact with the ac adapter barrel connector. A root cause for the observed leaf spring condition could not be determined during the analysis and is still under investigation. An analysis was performed on the flashcard no anomalies associated with flashcard software or databases. The flashcard and software performed according to functional specifications.